Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the haptic of the lens was noticed broken when the lens was in the eye. The iol was removed and replaced immediately. The procedure was completed. Additional information was provided indicating that the iol had stiff haptics and that the lens haptic broke. The incision was enlarged. Additional information has been requested.